Event description:
The report received from the study indicated that one day after stent implantation, angiography showed acute thrombosis in the target lesion. During the baseline procedure, the patient was treated pharmacologically for the presence of thrombi in the target vessel. The target lesion was located in the mid-left anterior descending (lad); the vessel was described as abrupt, chronic total occlusion (cto) with timi 0 flow and having a reference vessel diameter of 3.0 mm. The lesion was predilated to 13 atmospheres (atms) then the two bx sonic stents were implanted, overlapping each other, the deployment pressure was 16 atms for both stents. The lesion was then post dilated and after stent implant there was a 30% residual stenosis with timi 3 flow. Intravascular ultrasound was not performed; consequently, information regarding wall apposition was not available. The day after the index procedure, a scheduled angiography showed acute thrombosis in the target lesion; consequently, the patient underwent re-percutaneous transluminal angioplasty (ptca) of the target lesion. The reported event was resolved and the patient's current state of health was described as asymptomatic.

Manufacturer narrative:
The product is not available for evaluation as it remains implanted. Additional information will be submitted within 30 days upon receipt. This device is distributed outside the united states; however, is similar to the coronary sds/stents distributed in united states. This is the one of two products involved with the reported event, in which associated mfg report number(s) are 9616099-2007-01067.